Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and excruciating pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("debilitating abdominal pain, cramping"), nausea ("nausea"), headache ("headaches"), cyst ("cysts"), fluid retention ("fluid retention"), bladder disorder ("bladder problems") and vaginal infection ("vaginal infections") with vulvovaginal pain. The patient was treated with surgery (on (B)(6) 2015 she was forced to undergo a surgery to remove one or both of the essure coils). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, nausea, headache, cyst, fluid retention, bladder disorder and vaginal infection outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, abdominal pain, nausea, headache, cyst, fluid retention, bladder disorder and vaginal infection to be related to essure. The reporter commented: plaintiff began experiencing the events some time after the essure implantation procedure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe and excruciating pelvic pain and heavy abnormal bleeding (seen as genital bleeding). A surgery to remove micro-inserts was performed on the same year of insertion. Both events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, the events occurred after insertion. Given events' nature and absence of alternative explanation causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and excruciating pelvic pain/ pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure procedure were performed on the same day of essure insertion" in (B)(6) 2015. The patient's past medical history included menorrhagia and pelvic pain. Concurrent conditions included ovarian cystadenoma and d & c since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy abnormal bleeding / abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("heavy abnormal bleeding / abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("depression"). On an unknown date, the patient experienced abdominal pain ("severe debilitating abdominal pain, cramping"), headache ("headaches"), ovarian cyst ("ovarian cysts"), fluid retention ("fluid retention"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infections") with vulvovaginal pain and cyst ("cysts"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and oophorectomy (removal of right ovary)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, nausea, headache, ovarian cyst, fluid retention, bladder disorder, vaginal infection, female sexual dysfunction, dyspareunia, depression and cyst outcome was unknown. The reporter considered abdominal pain, bladder disorder, cyst, depression, dyspareunia, female sexual dysfunction, fluid retention, headache, menorrhagia, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2015 procedures: hysteroscopy, d&c, novasure, essure tubal occlusion procedure. Findings and procedures: after discussing the procedure risks, and complications with the patient she was taken to the procedure room and prepped and draped in the usual fashion. Examination under anesthesia was performed. The uterus was normal and anteverted, and there were no palpahle adnexal masses. A speculum was inserted, and the anterior lip of the cervix was grasped with the single¿toothed tenaculum. The cervical os was dilated and the hysteroscope was inserted in the usual fashion and the endometrial cavity was visualized. Both tubal ostia were visualized and the essure devices were properly placed. The procedure was completed without problem. Plaintiff began experiencing the events some time after the essure implantation procedure. On (B)(6) 2015 preoperative diagnoses: menorrhagia, failed endometrial ablation, pelvic pain, right ovarian cyst. Procedure: total abdominal hysterectomy, right salpingooophorectomy, left salpingectomy, appendectomy. Findings: normal sized uterus. The right ovary had a small cyst. The left ovary appeared normal. Normal fallopian tubes, appendix all appeared normal. Most of events reported decreased as result of essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion . On (B)(6) 2015 preoperative and postoperative diagnosis: large right ovarian cyst, menorrhagia, and pelvic pain. Procedure: diagnostic laparoscopy, right laparoscopic cystectomy, hysteroscopy, dilatation and curettage. Findings: laparoscopic examination noted to have some adhesions to the anterior abdominal wall on the right pelvic side wall. There was a large 7 to 8 cm right ovarian cyst. Left ovary, tube, and uterus were normal. Right tube was normal. Final diagnosis: a. Ovary, right cyst wall: mucinous cystadenoma. No malignancy seen. B. Endometrium, curetting¿s: no hyperplasia or carcinoma seen. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain, dyspareunia, menorrhagia. More specific event term reported ovarian cysts and the event under safety monitoring medical device monitoring error. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-may-2018: pfs and medical records received. Plaintiff information was added. Essure was inserted on (B)(6) 2015. Hysteroscopy, d&c and novasure procedures were performed on the same day of essure insertion. Plaintiff complained of abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), depression, nausea, dyspareunia (painful sexual intercourse) and pain. She underwent a hysterectomy with bilateral salpingectomy and oophorectomy (one side removal of ovary) on (B)(6) 2015.concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain, dyspareunia, menorrhagia. More specific event term reported ovarian cysts and the event under safety monitoring medical device monitoring error. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe and excruciating pelvic pain and heavy abnormal bleeding (seen as genital bleeding). A surgery to remove micro-inserts was performed on the same year of insertion. Both events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, the events occurred after insertion. Given events' nature and absence of alternative explanation causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.